Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery error. Customer's blood glucose value was unknown. Customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. Device will not be return for analysis.